Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure on (B)(6) 2011 and mesh was used. On (B)(6) 2012, the patient was operated on due to an ileus. During the procedure it was noted that only partial ingrowth on one side. It was also noted that the patient had developed adhesions on the colon. The mesh was explanted at that time. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Conclusion: no product has been returned. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): ileus occurred; adhesions occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Additional narrative: it was reported that a patient underwent a laparoscopic ipom incisional hernia repair procedure on (B)(6) 2011 and mesh was used. On (B)(6) 2012, the patient was operated on due to an ileus. During the procedure, it was noted that only partial ingrowth on one side. It was aslo noted that ...